Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg was clogging. This was discovered during use. The following information was provided by the initial reporter: material no. 363706, batch no. 9004697. It was reported that the samples were clotting. 5 incidents on nicu patients on (B)(6) 2019. 1: (B)(6) female - ((B)(4)).

Manufacturer narrative:
Investigation summary: bd acknowledges that the customer has had an issue with the incident lot. Bd received samples from the customer facility for investigation. Additionally retention samples were selected from bd inventory for testing. The samples were evaluated and no visible defects were detected, furthermore process capability data for the additive dispense equipment were reviewed and were found to be within acceptable operational requirements. As of 09/11/2019, no other complaints involving batches 9004697 or 9042626 have been received reporting clotting issues. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg was clogging. This was discovered during use. The following information was provided by the initial reporter: material no. 363706. Batch no. 9004697. It was reported that the samples were clotting. 5 incidents on nicu patients on (B)(6) 2019. 1: 3 day old female - lot 9004697 (B)(4).